Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open blue (can l) wire in the trunk cable. The root cause for the open wire was excessive force. The trunk cable showed signs of physical abuse. No adverse event resulted from the open wire.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.